Event description:
Event description guidant received information that this implantable defibrillation lead exhibited noise that was sensed by the device, and resulted in the generation of two episodes. As the patient was pacemaker dependant, pacing inhibition was observed. One of the episode met detection, and an innapropriate shock was delivered. The other episode was diverted. Review of lead measurements and device history did not show any evidence of a malfunction. Technical services (ts) discussed electromagnetic interference (emi) as a possible source for the noise. No symptoms have been reported.